Event description:
"Caller alleged discrepant results compared with the doctor's coagucheck. Results as follows:" date: (B)(6) 2010; inratio: 1.4; doctor's meter: 2.4. Tests were taken at the same time. Patient states she is on an antibiotic called macrodantin and takes 1 pill every night. She is also a diabetic. Patient has a thyroid disorder.

Manufacturer narrative:
Investigation pending.